Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the returned product device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received from australia stating the balloon on the enteral feeding tube appeared to have burst with a tear at side. The device was in use for 10-day prior to the event. The adult patient underwent an endoscopy procedure for replacement. The device balloon volume was checked weekly. The balloon was filled with 10mls of distilled water. There was no reported patient injury.

Manufacturer narrative:
The device history record for the lot number involved, aa4335d04, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The balloon appeared to have a foreign substance in the interior of the device. The device could not be filled with the suggested amount of water due to an apparent axial splitting of the balloon fabric. The split extended from the base of the balloon to the distal tip of the device. The balloon material was inspected under magnification (50x) and a notch/tab was identified in the medial location of the balloon material. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).